Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen was cracked and the device was no longer functional; the patient did not recall a specific event that caused the damage. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included the need to replace the device and loss of watertight integrity. Investigation included a review of the reported physical damage and device function, as well as guidance to shut down the device and synchronize data to the mobile app prior to return. Investigation of this case revealed a cracked touchscreen consistent with external damage to the device¿s display assembly, resulting in loss of functionality and water ingress protection. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from an unknown external force.